Event description:
The customer reported the 9800 system did not have live fluoro. Also, the screen went black and the technique to a max. Also, there was no video on the camera. No patient injury was reported.

Manufacturer narrative:
The service rep removed the camera and verified operation. The rep replaced the camera and aligned the camera. The system operates as intended.